Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate this unit and reported that the equipment was fully checked. The fse found a problem with the motor control board, a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed electrical test code # 50. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h10, h11. Corrected fields: b5, d1, d5, g1(contact person).

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) displayed electrical test code # 50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: h6(component codes). A getinge field service engineer was dispatched to investigate the issue. The fse fully checked the unit and found a problem with the motor control board. So, in order to fix the issue the motor control board had to be replaced. The replacement of the motor control board was made by the customer from a local vendor. The unit passed all functional and safety checks to factory specifications and the unit was returned to the customer in working condition.

Event description:
N/a.